Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not indicate that the patients with increased seizure frequency also experienced an increase in seizure intensity.

Event description:
The patient's that experienced and increase in seizure frequency also experienced an increase in seizure severity.

Event description:
An article was received indicating that 10 patient's were found to have high impedance due to intrinsic lead damage. Two of these patients were able to be identified. Patient 8 was previously reported in MFR report # 1644487-2016-02306. Patient 10 was previously reported under MFR report #1644487-2016-02308. This report will capture the remaining 8 unknown patients. 4 of the remaining 8 unknown patients experienced an increase in seizures attributed to the lead fracture. All patients underwent surgery to explant the lead. The article reported that upon revision surgery for the high impedance, that complete pin insertion was confirmed and generator function was checked via generator diagnostics. It was noted that the cause of the high impedance could be observed as lead discontinuity via x-ray in 3 of the cases and were determined intraoperatively to be fracture of wire or insulation. It was noted that two patients had a history of chest or neck trauma and one patient had an unnatural swing while playing golf. The other patients had no known trauma/manipulation to the site. No further relevant information has been received to date. The suspect products have not been received to date.